Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that when the display is touched the back light blacks out. The customer reported there was no patient involvement.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The product support suggested to customer swapping in a user interface (ui) assembly for troubleshooting. Provided parts ID for the ui assy and backlight inverter.